Event description:
It was reported that prior to starting a davinci si prostatectomy procedure, the customer noted that the wire was exposed on the permanent cautery hook instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval; therefore, the root cause of the customer reported failure mode cannot be determined. A f/u MDR will be submitted if the instrument is returned (post engineering eval) or if additional info is received.